Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that during the low blood glucose and seizure events, his wife calls the paramedics. The paramedics treat him with a glucagon shot. Nothing further reported.